Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, a system alarm occurred. The operator was unsure of the appropriate troubleshooting response to the alarm, and decided to discontinue treatment without rinseback of the pt's blood, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback of the pt's blood. The exact cause of the system alarm is not known. Device labeling instructions include adequate instructions for responding to system alarms. Review of alarm troubleshooting instructions is included in operator training materials. The reported blood loss was reviewed with facility staff who provided additional training regarding troubleshooting system alarms. Occasional alarms during hemodialysis treatments are expected and should not result in a blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No additional information will be provided.